Manufacturer narrative:
A stryker field service rep evaluated the device and was unable to retrieve the device files. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not power on. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
The device has not been returned to stryker for evaluation. The reported issue could not be verified or duplicated, and the cause of the reported issue could not be determined. The device remains unrepaired with the customer.

Event description:
The customer contacted stryker to report that their device did not power on. This issue is patient related; however, there was no adverse event reported.